Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for evaluation; two events were confirmed during testing. Two devices were found to be affected by compromised lubrication and missing paint chips. One event was confirmed for missing paint chips; however, overheating was not confirmed and no failures were found to contribute to the reported overheating. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device reportedly overheated and had missing paint chips. Two events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.